Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported he experienced an elevated blood glucose level and the infusion set may have been kinked. Pt stated, the first couple of infusion sets he used were fine and the insertion of the infusion set was easy. Pt reported, sometimes the infusion set bunched up a little bit and he would have to force them in and then other times they would slide right in. Pt stated, his blood glucose level was in the 250 mg/dl range. Pt's normal blood glucose range is around 100-150 mg/dl. Pt reported, he gave himself extra insulin. Pt stated, he noticed that the insulin was leaking out. Pt is inserting the infusion sets manually. Pt reported, he would begin having an elevated blood glucose around 2 hours after inserting the infusion set. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.